Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 3 lateral views of lumbar spine. Images show advanced degenerative disease at l5/s1 and grade I spondylolisthesis at l4/5 pre-op. Post-op l4/5 pedicle screws with interbody seen. No evidence of screw malfunction. Final films show extension and revision l4-l5-s1 with large harms cage now at l4. No instrument failure seen at any level.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.